Event description:
It was reported that the office of the treating physician performed an x-ray following the receipt of the high impedance message. The x-rays noted that there was no obvious disruption of the visualized segments of the lead. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s full vns replacement surgery was completed. The explanting facility reportedly discards of explanted devices following surgery, so product return is not expected. No additional pertinent information has been received to date.

Event description:
It was reported that high lead impedance was registered on the patient's vns system. The patient's settings were also titrated up in the same appointment. Follow up with the physician's office indicated that the patient was previously seen on (B)(6) 2016. Impedance at that time was within normal limits. The registered diagnostics performed on the date of the initial report were confirmed. No surgical interventions have occurred to date. No additional pertinent information has been received to date.